Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed a pump stop due to depleted external batteries and the external backup battery. Additionally, analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. The submitted log files contained overlapping data indeterminable amount of time due to the system controller clock being reset. The earliest time recorded was (B)(6) 2019 at 9:59:06am and the last time recorded before the clock was reset is (B)(6) 2019 at 9:53:46pm. On (B)(6) 2019 at 8:44:28pm, a low battery advisory alarm was active. At 9:41:14pm, the alarm was followed by low battery hazards, no external power alarms, and then the external backup battery was engaged at 9:53:46pm. The pump remained in power save mode until the ebb depleted and the pump stopped for an unknown amount of time. This sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. The patient remains ongoing on vad support and no further issues have been reported at this time. The hm ii lvas IFU, as well as the patient handbook, provides important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. These documents outline all system controller alarms, as well as how to respond to such events. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad coordinator sent in log files for review due to a pumping stoppage. The event log file contains a pump stoppage alarm on (B)(6) 2019 21:53 due total depletion on the battery. The patient was sleeping on battery at the time of the event. The controller clock had reset during this event due battery depletion and it can¿t be determined how long the pump was off. There were no abnormal alarms prior to this event. The vad was functioning as intended. No further or additional information was provided.